Event description:
It was reported that the patient presented in the or for ICD upgrade. Externalized conductors were noted. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.